Manufacturer narrative:
On 25-jun-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the hub broke off. It was reported that when prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, the hub broke off the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the issue was resolved. The procedure continued. There was no patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed the brim cap, the hemostatic valve, and the silicone ring were detached from the hub, however, adhesive residues were found which can be determined that it was properly manufactured. A device history record evaluation was performed for the finished device number, and no internal action related to the reported complaint condition were identified. The detachment issue identified during the visual inspection could be related to the hub issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the issue cannot be established. The instructions for use (IFU) contain the following precaution: use best practices for inserting or retracting any device at the hemostatic valve. Always observe acceptable hemodynamics prior to advancing the dilator or any other component. Slowly remove or insert the dilator or other devices. Prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: for field d4. Primary UDI number, the full UDI has now been provided under field d4. Primary UDI number. Correction: a correction to the 3500a initial as the g1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected the following fields: g1. Manufacturing site name. G1. Manufacturer site addr. Street line 1. G1. Manufacturer site city, g1. Manufacturer site state code. G1. Manufacturer site zip code. G1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the hub broke off. It was reported that when prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large, the hub broke off the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the issue was resolved. The procedure continued. There was no patient consequence. The device was about to be used on the patient when the device broke. The hemostatic valve was not dislodged, it was a total separation of the hub.